Manufacturer narrative:
For the reported event, the device was not returned to the manufacturer. However, an online product list and the unit label for the product was evaluated. The investigation identified the mislabeling. The root cause was determined to be design-related. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 1809600 implantable port experienced incomplete/missing packaging. This report was received from one source. The device was not used in the patient. Patient age, weight, and gender were not provided.